Event description:
The lay user/reporter called lifescan on behalf of the lay user/patient and alleged that her one touch ultra meter was giving her apply sample messages. The medical affairs specialist is classifying the complaint based on the available information, as the patient could not be contacted by lifescan to obtain additional information. The patient's daughter alleged that the patient not being able to test her blood sugar due to the reported issue. It is unknown that when did the reported issue first start. The reporter alleged of the patient feeling like "loosing eye" sometime after the reported issue. The patient had received assistance from the hospital. She was tested on the hospital meter and received a reading of 1.4 mmol/l. She was given an injection of concentrated tablet of glucose. She was hospitalized for five days. It would have been helpful to know her testing frequency and diabetes medication regimen, when did the reported issue actually started, when did she first started feeling symptoms, and her blood sugar results prior to the issue. The customer service agent (csa) verified that the patient was using incorrect technique to apply sample on the strip. The issue was resolved after troubleshooting. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the reporter alleged of the patient not being able to test her blood sugar due to the reported issue and later, had received a reading of 1.4 mmol/l at the hospital and was treated with glucose. The patient's symptoms, reading and treatment suggest severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it if the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Based on the additional information obtained, the classification of this complaint has been changed from an adverse event to a non-reportable. The lifescan (B)(4) received a call back from the lay user/reporter on april 7, 2008 and obtained the following additional information. The patient had developed "losing eye-sight" symptom as a gradual onset starting a couple of days before (B)(6) 2008 the reporter mentioned that the patient was also feeling weakness sometime during the issue the patient had cold and flu at the time of concern. The reporter also mentioned that the patient was not eating properly due to the flu the patient was taken to the hospital on (B)(6) 2008 at around 9:30 pm the reporter stated that she had tested the patient's blood sugar prior to going to the hospital. The reporter was unable to provide the exact readings received during the time of concern however, she mentioned that they accepted those readings as normal although they fluctuated quite a bit according to the reporter, the reported issue started just before the patient was taken to the hospital. At the hospital, the patient was also diagnosed with a mild stroke and infection in her pancreas she was released from the hospital when her vitals became better. This complaint is being ruled-out as MDR-reportable due to the following conclusion: the product did not cause or contribute to an adverse event, as the patient had started developing the reported symptom prior to the reported issue began there is no indication of product malfunction, as incorrect technique was used to apply the sample.

Event description:
The lay user/reporter called lifescan (B)(4) on behalf of the lay user/patient and alleged that her one touch ultra meter was giving her apply sample messages. The medical affairs specialist is classifying the complaint based on the available information, as the patient could not be contacted by lifescan (B)(4) to obtain additional information. The patient's daughter alleged of the patient not being able to test her 1 blood sugar due to the reported issue it is unknown that when did the reported issue first start. The reporter alleged of the patient feeling like "loosing eye" sometime after the reported issue the patient had received assistance from the hospital. She was tested on the hospital meter and received a reading of 1.4 mmol/l. She was given an injection of concentrated tablet of glucose. She was hospitalized for five days. It would have been helpful to know her testing frequency and diabetes medication regimen, when did the reported issue actually started, when did she first started feeling symptoms, and her blood sugar results prior to the issue. The customer service agent (csa) verified that the patient was using incorrect technique to apply sample on the strip. The issue was resolved after troubleshooting. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the reporter alleged of the patient not being able to test her blood sugar due to the reported issue and later, had received a reading of 1.4 mmol/l at the hospital and was treated with glucose. The patient's symptoms, reading and treatment suggest severe hypoglycemia.

Manufacturer narrative:
Follow-up # 2 (09/14/2012). Device evaluation: the meter involved with this complaint has been returned on 4/22/2008 and evaluated by product analysis (pa) on 5/15/2008 with the following findings: the meter failed testing. The meter was found to have dirty spc pins. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.